Event description:
It was reported that a user experienced prolonged hyperglycemia with sensor glucose readings reported above 400 mg/dl after an infusion set and cartridge change, and the spouse observed a leaking cartridge and an almost empty reservoir the following morning; the user later self-injected rapid-acting insulin and the care team advised emergency evaluation. Symptoms included hyperglycemia without diabetic ketoacidosis. Outcomes included an emergency department visit without admission and subsequent improvement in blood glucose after reconnecting to therapy. Investigation included customer support outreach and troubleshooting with education regarding correction dosing and infusion set management. Investigation of this case revealed a reported leaking cartridge and an infusion set discontinuation with subsequent correction by injection and replacement of the cartridge and infusion set. It was concluded that hyperglycemia was associated with a suspected leakage from the cartridge and loss of insulin delivery leading to high glucose, which resolved after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.